Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she woke up in 2007, with a blood glucose reading of 400 mg/dl and feeling dizzy. She gave herself an injection of insulin to correct her blood glucose. She said, at noon she changed her insulin cartridge and infusion set and was off the infusion device for an hour. She stated that this evening, her blood glucose reading was 356 mg/dl, so she took another insulin injection. Her blood glucose is currently 204 mg/dl. She stated, she was off the infusion device for at least another hour tonight. During troubleshooting, the patient stated she has been having an issue with air bubbles after changing the infusion set and cartridge. The cartridge changing process was reviewed with the patient and she stated she does not perform the visual check nor adjust the piston rod. The patient lets her insulin come to room temperature before using it. The patient declined further training by a trainer. The patient was also advised to change the adapter on her infusion device. The patient stated, she has neuropathy and is on some very strong narcotic drugs. On follow up, the patient stated her blood glucose levels were low all day. She had blood glucose readings of 40-60 which she corrected by drinking sodas and eating a candy bar. She stated, she must have a really good infusion site this time as she generally has so much scar tissue. The patient stated, she has been on a new medication for about 4 weeks now and this is affecting her blood glucose levels. On further follow up, the patient stated her blood glucose levels are normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.